Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser probe pulls out the trocar upon extraction. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the 25ga illuminated flex curved laser probe pulls out the trocar on extraction. The timing of the event and patient impact are unknown. Additional information was requested but none has been received. No sample was returned for evaluation. With no additional, related information provided, the customer reported event was not able to be confirmed. The 25ga illuminated flex curved laser probe was manufactured on october 26, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).